Event description:
The affiliate alleged the customer reported white power was on the tip of electronic clip and the code. The cycle did not cancel. Per affiliate,it is not known whether the device was compatible with the unit. No patients or injuries were involved.